Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving a high sensor scan when compared to a built-in meter. The customer experienced symptoms described as ¿circulatory problems¿ and a loss of consciousness. The customer had contact with a healthcare provider who performed an ECG exam and blood test and the customer received unspecified treatment. Reportedly, sensor scans of 361 mg/dl and 177 mg/dl were received in comparison to built-in meter results of 236 mg/dl and 149 mg/dl respectively. The results, when plotted on a parkes error grid, fell into the "c" and "d" zones respectively showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.